Event description:
Product was returned to MFR with note stating needle prematurely released from suture. There is no other info, contact or pt info available. MFR was unsuccessful at obtaining this info.